Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2008. Three weeks, the pt had developed a urinary tract infection. As a result, the pt was treated with cipro. A urinalysis culture and sensitivity was performed and the results were negative. The surgeon opines that the pt had symptoms of non-infectious dysuria. The event is ongoing.

Manufacturer narrative:
Date sent to the FDA: 12/11/2008. Dysuria occurred - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.